Event description:
The pt originally leaked at the end of their exchange during training in november 2003. The pt was not treated with antibiotics. Additional information received from baxter indicates that the pt used proper technique when connecting to the lineo homechoice set. The leakage occurred due to loosening of the connector. No full disconnection was noted. Therapy was continued by tightening the connection. No pt injury or medical intervention was indicated by baxter,